Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 416 mg/dl. He treated with an insulin pump bolus. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).